Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances on both leads. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention during which both leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, microscopic inspection showed the returned lead found a kink on tubing and all the internal lead wires being broken. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, microscopic inspection showed the returned lead (a) found a kink on tubing and all the internal lead wires being broken.